Event description:
It was reported that the user experienced a rapid-onset hypoglycemic episode while shopping and required assistance to obtain juice, with no device alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient interruption of normal activity to treat the event, with no medical intervention or hospitalization reported. Investigation included outreach to obtain additional details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction or component issue was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.